Event description:
This pacemaker was explanted and replaced. At an interrogation the device was not working and would not re-intialize. An implant date was not reported.

Manufacturer narrative:
The device was received and analyzed. Upon incoming inspection the clinical observation was confirmed, the pacemaker could not be interrogated using a programmer device. Subsequently the pacemaker was subjected to an electrical analysis to verify the ability of the device to deliver therapies. The therapy functionality of the pacemaker was fully available. In a next step the pacemaker was re-initialized. After re-initialization the device could be properly interrogated and the therapy functionality was still fully available. The interrogation revealed the battery status eri, which was triggered on (B)(6) 2018. The amount of charge taken from the battery was verified. The battery status eri was anticipated after a service time of about 118 months. Furthermore, the pacemaker was monitored for a long term under different temperature environments. The device worked as expected and the clinical observation was not reproducible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device could not be interrogated upon initial inspection, confirming the clinical observation. The root cause was not determinable despite a thorough analysis of the pacemaker. A re-initialization was performed and subsequently the device could be properly interrogated. The battery status eri was anticipated.